Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed a crack on the ilet pump touchscreen, with functionality reportedly intact but the device no longer watertight and slated for replacement. Symptoms included no reported blood glucose impact and no immediate adverse health effects. Outcomes included continued therapy backup guidance, use of cgm via dexcom app or receiver, and instructions to shut down the device prior to return. Investigation included review of customer-provided photo and device replacement logistics. Investigation of this device revealed a cracked touchscreen component consistent with mechanical damage to the display assembly, with no evidence of device performance failure beyond loss of watertight integrity. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an unknown external force.